Event description:
During an ercp and billary stone removal procedure, the physician used a wilson-cook web ii double lumen extraction basket. During system preparation, the basket extended from the outer sheath as expected. The extraction basket was advanced through the endoscope. When extension of the basket was attempted, resistance was encountered. During the second attempt to extend the basket, the inner drive wire punctured the outer sheath near the handle assembly. The condition of the user and patient was reported as stable.